Event description:
Per the clinic, the patient experienced purulent discharge and infection, along with some epithelial debris and dried blood at the abutment site (specific date not reported). The patient was subsequently treated with topical antibiotics (specific date and duration not reported) and the site was cleaned with peroxide and antibacterial soap. The symptoms improved.